Event description:
It was reported that during surgery when customer attempted to start the cardiosave intra-aortic balloon pump (iabp), autofill failures occurred. A second iabp console brought in and balloon was attached and started with no issue or harm to the patient. The first iabp console was sent to the facility's bio-med to await evaluation. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was not able to reproduce the reported issue. However, the error logs reflected the autofill failures but showed "iab disconnected" fault #77. When the stm run the unit on a trainer and tested all the functionality issues, he was not able to get the unit to fault. The stm suspected that there was a leak in the catheter or something external. All calibration, functional and safety tests were performed and passed per factory specifications, and the iabp was cleared for clinical use.

Event description:
It was reported that during surgery when customer attempted to start the cardiosave intra-aortic balloon pump (iabp), autofill failures occurred. A second iabp console brought in and balloon was attached and started with no issue or harm to the patient. The first iabp console was sent to the facility's bio-med to await evaluation. There was no harm or injury to the patient and no adverse event was reported.